Manufacturer narrative:
The hydros motorpack was returned for investigation. Visual inspection of the hydros motorpack confirmed that the tactile switch was pushed into the hydros motorpack shell. Functional testing also confirmed that a hydros handpiece could not be docked to the hydros motorpack due to the tactile switch. Upon disassembling the hydros motorpack, it was observed that the adhesive bond which holds the tactile switch was broken. The root cause of the reported failure is undeterminable as it is unclear how the adhesive broke inside the shell. A review of the device history record (DHR) for hy1000-us/serial number (B)(6) and hydros motorpack/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The hydros robotic system¿s user manual (um) um0401-00-01 rev. B, was reviewed. The hydros motorpack , a re-usable component of the hydros robotic system, is designed to dock with the disposable hydros handpiece. The motorpack is connected to the hydros handpiece via mechanical and electronic linkages. The motorpack provides power to the hydros handpiece by means of dc motors, which enable both rotational and longitudinal movement of the waterjet in accordance with the treatment plan. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Component code = 4756 - hydros motorpack, a reusable component of the hydros robotic system, used to align and activate the high-velocity waterjet during aquablation treatment. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation was notified of an issue during the procedural setup, while the patient was under anesthesia in the operating room, where the hydros motorpack button was pushed in and would not allow proper connectivity. As a result, the procedure was aborted. There were no adverse health consequences to the patient due to this event.